Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) in less than 3 years. It was also noted that the implant date is past the "use before date". Follow-up is pending to confirm the implant date. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. The device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Additionally, performance data collected from the device was received and analyzed. Analysis revealed time of recommended replacement time (rrt) in save to disk on (B)(4) 2012. The device (rrt) was less than or equal to 2.6251 volt. Weekly battery voltage data shows minimum battery voltage is equal to 2.629 to 2.609 volts between (B)(4) 2012 and (B)(4) 2012.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) in less than 3 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.